Manufacturer narrative:
Visual examination of the returned device revealed a broken component (item # 02238-000) with no missing fragments. All components of the finished device (item # 05786-002) are accounted for. Dimensional inspection of item # 02238-000 verify that critical dimensions meet acceptance criteria. Review of device history record 36275-335904 revealed no nonconformance or deviations. Review of complaint trending revealed no prior incidents of item # 02238-000 failing in this manner. Root cause of this failure mode is inconclusive.

Event description:
"The customer stated that part of the tip fell into the patient, but it does not appear that a material fragment is missing."